Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 26-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. B44013) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), a first episode of urinary tract infection ("recurrent urinary tract infections"), fatigue ("chronic fatigue"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("menstrual pain with inflammation and swelling"), a first episode of abdominal distension ("bloating"), influenza like illness ("flu-like symptom with each menstruation"), vaginal disorder ("menstrual vaginosis"), a second episode of urinary tract infection ("recurrent urinary tract infections"), micturition disorder ("urination disorders"), myalgia ("diffuse muscle pain throughout the body"), neck pain ("neck pain"), cervicobrachial syndrome ("cervico-brachial neuralgia"), trigeminal neuralgia ("trigeminal neuralgia"), occipital neuralgia ("arnold¿s (occipital) neuralgia"), deafness ("hearing loss"), restless legs syndrome ("restless leg syndrome"), cardiovascular disorder ("blood circulation problem"), sleep disorder ("sleep disorder"), anxiety ("anxiety"), a second episode of abdominal distension ("bloating"), flatulence ("flatulence"), dizziness ("feeling of dizziness"), vertigo ("vertigo"), disturbance in attention ("trouble concentrating (focusing)"), lacrimation increased ("watery eyes"), bruxism ("bruxism"), gingivitis ("gingivitis"), eczema ("eczema") and tinnitus ("tinnitus"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure with regard to the first episode of urinary tract infection, fatigue, pelvic pain, heavy menstrual bleeding, dysmenorrhoea, the first episode of abdominal distension, influenza like illness, vaginal disorder, the second episode of urinary tract infection, micturition disorder, myalgia, neck pain, cervicobrachial syndrome, trigeminal neuralgia, occipital neuralgia, deafness, restless legs syndrome, cardiovascular disorder, sleep disorder, anxiety, the second episode of abdominal distension, flatulence, dizziness, vertigo, disturbance in attention, lacrimation increased, bruxism, gingivitis, eczema or tinnitus. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 26-apr-2023. The most recent information was received on 10-may-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. B44013) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), a first episode of urinary tract infection ("recurrent urinary tract infections"), fatigue ("chronic fatigue"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("menstrual pain with inflammation and swelling"), a first episode of abdominal distension ("bloating"), influenza like illness ("flu-like symptom with each menstruation"), vaginal disorder ("menstrual vaginosis"), a second episode of urinary tract infection ("recurrent urinary tract infections"), micturition disorder ("urination disorders"), myalgia ("diffuse muscle pain throughout the body"), neck pain ("neck pain"), cervicobrachial syndrome ("cervico-brachial neuralgia"), trigeminal neuralgia ("trigeminal neuralgia"), occipital neuralgia ("arnold¿s (occipital) neuralgia"), deafness ("hearing loss"), restless legs syndrome ("restless leg syndrome"), cardiovascular disorder ("blood circulation problem"), sleep disorder ("sleep disorder"), anxiety ("anxiety"), a second episode of abdominal distension ("bloating"), flatulence ("flatulence"), dizziness ("feeling of dizziness"), vertigo ("vertigo"), disturbance in attention ("trouble concentrating (focusing)"), lacrimation increased ("watery eyes"), bruxism ("bruxism"), gingivitis ("gingivitis"), eczema ("eczema") and tinnitus ("tinnitus"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure with regard to the first episode of urinary tract infection, fatigue, pelvic pain, heavy menstrual bleeding, dysmenorrhoea, the first episode of abdominal distension, influenza like illness, vaginal disorder, the second episode of urinary tract infection, micturition disorder, myalgia, neck pain, cervicobrachial syndrome, trigeminal neuralgia, occipital neuralgia, deafness, restless legs syndrome, cardiovascular disorder, sleep disorder, anxiety, the second episode of abdominal distension, flatulence, dizziness, vertigo, disturbance in attention, lacrimation increased, bruxism, gingivitis, eczema or tinnitus. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. Batch no: b44013. Production date: 2013-06-25. Expiration date: 2016-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-may-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.